Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The user guide was reviewed, which states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached, however the cause can be attributed to use error.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and liberty cycler set and the patient¿s ongoing peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient reportedly has a history of performing pd under the influence of alcohol and narcotics with poor infection control technique during the pd exchange. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique., as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) therapy reported they had cloudy pd effluent and developed peritonitis 2 weeks prior to the report. The patient stated the peritonitis may have developed when they put the cap on (unknown) but the exact cause was not reported. During additional follow-up with two pd nurses familiar with the patient it was reported that the patient has had an ongoing peritonitis infection since (B)(6) 2020. The patient had symptoms of cloudy pd effluent and as a result, the patient had a pd culture (obtained in the pd clinic on (B)(6) 2020) which yielded an elevated white blood cell count (wbc) and no organism growth. The patient was initiated on antibiotic therapy with vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis. It was reported the patient subsequently had clear pd effluent and antibiotics were discontinued on (B)(6) 2020. However, it is unknown if the patient was compliant with antibiotic treatment, per the nurse. It was stated the patient did not fully recover from the event. It was reported that subsequently, on (B)(6) 2020, the patient had cloudy pd effluent and another pd culture was obtained which yielded a wbc 10,000 and no organism growth. The patient was restarted on antibiotics with vancomycin and ceftazidime ip. The nurse states the patient is responding to antibiotic therapy. It was stated the patient had a repeat pd culture on (B)(6) 2020 which showed improvement in wbc (result 12). However, the nurse stated the patient¿s pd catheter (not a fresenius product) may be removed as there is a possibility the catheter has biofilm. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. Per the nurse, the patient sometimes performed pd under the influence of alcohol. Reportedly, the patient has a history of alcohol misuse as well as mixing alcohol and narcotics in relation to the peritonitis event. The nurse attributed the peritonitis to poor infection control technique during the pd exchange. The patient has been retrained on infection control procedures multiple times. Reportedly, the patient is recovering from the event and continues pd treatment with the same cycler without any issues.